Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 573mg/dl, associated with an alleged suspend issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump history had an empty cartridge alarm which caused the pump to suspend. An empty cartridge alarm and total daily dose alarm occurred due to the patient bolusing more insulin that day. The patient did not recall pressing any buttons after receiving the empty cartridge alarm. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.